Event description:
It was reported by the customer that their insulin pump was displaying an open circle symbol and the display screen itself was cracked. Customer stated damage occurred while playing basketball. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 402 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratched display window and cracked reservoir tube lip. Programmed test bolus and basal rate. All delivered and completely recorded. No daily total anomaly noted. No open circle anomaly noted.